Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient hit their head against a bed side rail and the implanted plate was broken. The patient is currently under observation. The surgeon commented that the root cause of this event was by patient and there was no product failure. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Likely that date of event was (B)(6) 2015 when patient hit head, however cannot be verified (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No indication for material or design related issue was found. No manufacturing related issue was identified and/or confirmed. DHR could not be reviewed as lot is unknown. Not able to investigate as material will not be returned, therefore, this complaint will be closed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.